Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device powered off. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device powered off. There was no harm or injury reported. Additional information received that a voluntary medwatch was filed with the FDA on 8/18/2022. The voluntary mw report number is mw5111647. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition and powered off. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.